Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured. The cause is likely due to the material weakening at the tip and when torqued in this case, the mechanical capabilities were exceeded. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a final driver fractured while removing a previously-implanted closure top during a procedure to address adjacent-level disease progression. An alternative final driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a final driver fractured while removing a previously-implanted closure top during a procedure to address adjacent-level disease progression. An alternative final driver was used to complete the procedure without reported patient impacts.